Manufacturer narrative:
(B)(4). Date of initial report: 04/15/2016. Date of follow-up report: 05/26/2016. The forcefxc generator was received for evaluation. The reported condition was not confirmed. The investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification.

Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records for this serial number found that previous rework performed on this unit is not related to this evaluation.

Event description:
The customer reported that the forcefxc generator was in use for a cystectomy procedure, during which the patient received a perforation to the bladder. The surgeon was using a storz monopolar resectoscope and lens with a cook 24 loop attached to it. An unknown footpedal was in use with the cautery system but was reportedly not depressed at the time of this incident: the surgeon had noted bubbles on the monitor so he moved the lens in and out to remove the bubbles for a clearer picture. After clearing the bubbles from the lens tip, it was noted that the lens tip was burnt so it was replaced. Upon re-insertion, a bladder perforation was observed. In addition, a metal piece of the cook 24 loop was found to have broken off. The procedure was converted from laparoscopic to open. The broken piece of the loop was located in the bladder and was removed, and the bladder perforation was then repaired and the patient sent home. The patient returned to the hospital on (B)(6) 2016 for an infection, and the patient received continued care for the infection at the hospital. It could not be confirmed that the infection was related to the above-described incident, although the site considers it likely.